Manufacturer narrative:
It was reported that an already placed niti-s stent was found being migrated in bile duct. It is hard to confirm the manufacturing history of the product because the serial number was not informed to us. Migration can be occurred by other company's device as well as ours. It is affected by patient's lesion status, peristalsis of organs, and drug use in general. However, it was not provided to us that the information such as device's photo and time of the inserted stent etc, and the stent was removed, but it is not possible to return, and it is hard to identify the exact root cause and conduct the investigation since it is hard to reconstruct the situation at the time of procedure. The suspected device is not registered in the us and there will be continued to monitor the same or similar customer complaints.

Event description:
An already placed niti-s stent (code: bsd10xxfw / serial: unknown) was found being migrated in bile duct, therefore, the physician determined to remove it and newly place another stent. Another stent (niti-s) was used to finish the procedure. There were no patient complications as a result of this event.